Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Surgeon damaged liner after implanting. Could have jeopardized the implant's locking mechanism.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : surgeon damaged liner after implanting. Could have jeopardized the implant's locking mechanism. Contact sales rep, distributor with any questions. She can connect you with the field rep. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The provided photos were reviewed but only images of labels were observed, however, based on the provided information, the investigation was able to confirm the reported allegation. As per pinnacle hip solutions surgical technique rev 3. (Page 22) "prior to inserting the final acetabular liner, thoroughly irrigate and clean the shell. It is important to check the shell/liner locking groove for debris. Remove all soft tissue from the face of the shell so as not to impede liner seating." Therefore, with the information provided, consideration must be given to adherence to the surgical technique as well as other potential factors that may have occurred during the surgical process. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the altrx neut 40idx56od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that: what happened in this case was the liner was implanted correctly. The surgeon then was attempting to manipulate soft tissue around the implant and in this process damaged the liner by bending of the ards and scratching the liner. He felt that in order it was necessary to swap this liner for different one. The patient did not experience in sort of delay. The patient did not as of this point in time have a different outcome based on this event. Both the original and new liner were placed correctly. The old liner was removed in a safe manner with no fragments left.